Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had changing her set and she did not rewind. Customer¿s blood glucose level was 336 mg/dl. Customer did not need to treated with bolus. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.